Event description:
Taking remodulin sc infusion pump therapy for pulmonary arterial hypertension, changed the infusion site from left upper backarm to right upper backarm after 7 weeks of having the infusion site on left arm. Expected site pain as it is a known side effect, and I did have pretty severe site pain initially on left arm for the first 7 days, but I was able to bear it and it eventually subsided. This time after infusing the right arm the pain was immediately severe but I expected it so I wasn't concerned even though it seemed worse then last time. I started to worry on day 3 when my entire arm from the top of my shoulder down to a out 3 inches from my wrist swelled up and turn a deep red and the pain was intolerable and was worsening. Decided to go to the emergency room and they ran some tests and did a MRI and told me I had cellulitis. They wanted to admit me into the hospital and do some more tests and monitor me but I decided not to stay out of concern about covid19 as it seemed they had multiple patients suspected of having covid that were not being quarantined. So they sent me home with antibiotics and some painkillers. United therapeutics. FDA safety report ID# (B)(4).